Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they obtained two sample tubes from the patient. The first tube consisted of a plasma sample and the second tube consisted of a serum sample. The customer also stated that while repeating the original sample he added some of the left over plasma to the serum and the ctni result was negative. A siemens headquarters support center (hsc) specialist reviewed the instrument data and indicated that the sample was hemolyzed and gave concern on the sample integrity issue. The cause of the discordant, false positive ctni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false positive cardiac troponin I (ctni) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The patient was admitted to the hospital due to the discordant result. A new sample was obtained from the patient and was tested on the same instrument, resulting negative. The original sample was repeated on the same instrument, also resulting negative. The corrected results were reported to the physician(s) and the patient was sent home. There are no reports of patient intervention or adverse health consequences due to the discordant, false positive ctni result.

Manufacturer narrative:
The initial MDR 1226181-2015-00624 was filed on (B)(6) 2015. Additional information ((B)(6) 2015): a siemens headquarters support center (hsc) specialist reviewed the instrument data and indicated that there was an atypical aspiration of the patient sample. The message log reading was consistent with a high viscosity sample, such as a partially clotted sample. The log also showed minor errors with the sample probe communication board and the sampler sensor. The cause of the discordant, false positive ctni result on one patient sample is unknown.